Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (the relay nbs plus system). The relay nbs plus system is not marketed in the u.s, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the u.s in 2012 ((B)(4)).

Event description:
First implanted stentgraft (relay nbs 38x34x154 positioned on the immediate distal ostium of the brachio cephalic trunk ostium moved ahead and was displaced by the second stentgraft catheter (relay plus 38x34x145) while moving up that second implant. First implant then positioned across the brachio cephalic trunk. No final angiographic control performed during the procedure. Patient in state of cerebral death.